Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for creatinine plus ver.2 (crea) on an integra 400 plus analyzer. It was noted that there were no problems found with any other samples. The sample initially resulted as 2.09 mg/dl and this value was reported outside of the laboratory. The sample was repeated on the same analyzer, resulting as 0.64 mg/dl. The 0.64 mg/dl value was also reported outside of the laboratory. The sample was repeated on a c501 analyzer, resulting as 0.62 mg/dl on (B)(6) 2016. The patient was not adversely affected. The crea reagent lot number was 13889701, with an expiration date of 12/31/2016. It was later stated on (B)(6) 2016 that the customer had the same issue occur for one other patient sample. No specific data was provided for this sample. The field service engineer did not find anything abnormal with the pipetting and washing unit of the analyzer. He found that the lamp lid was not closed completely. A specific root cause could not be determined. During investigation of the event, it was stated that the complained sample seemed to be hemolytic based on a provided picture of the sample. A general reagent issue could be ruled out since calibration and controls were acceptable. The issue has not occurred again since the service visit.